Manufacturer narrative:
Concomitant product(s): a 2088tc lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Three days after implant it was reported that the right ventricular (rv) lead exhibited high threshold post implant. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.